Manufacturer narrative:
Approximate age of device ¿ 3 years and 3 months.  An analysis of the log file provided by the account revealed low voltage alarms, no external power alarms, depleting the ebb and pump off alarm; however, a specific cause for this finding could not conclusively be determined through this evaluation. The submitted log file contained data from (B)(6) 2018 to (B)(6) 2018. Low battery hazard alarms were captured on (B)(6) 2018 starting at 7:59:59 pm, which caused the system to go into power save mode. This appeared to be the result of the patient¿s batteries being partially depleted. It appeared that both power cables were disconnected at 8:09:08 pm and the system operated on the backup battery until the backup battery was fully depleted at 08:15:19 pm. At that point, the pump stopped and the driveline was disconnected in response to the pump stop. The pump speed remained above the low speed limit before the backup batteries were fully depleted and the pump appeared to be functioning as intended. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient heard alarms, however did not realize the alarms came from the lvad. Once the patient realized the alarms were lvad related, the patient exchanged system controllers. It was reported that the alarms have resolved and the patient was reeducated on the proper use of batteries and how to respond to the alarms.